Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased sensing and increased capture threshold were observed. Lead dislodgement was suspected. The patient will be monitored.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.